Event description:
Customer reported a past low blood glucose event with a lowest level recorded at 24 mg/dl. Customer lost consciousness and was assisted by an ambulance and hospital, receiving treatments such as sugar IV, glucose tabs, graham crackers, cheese, pudding and juice. Cts recommended that the customer consult a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.